Event description:
Reportedly, during the implantation procedure, that patient stickers were found blurred.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the implantation procedure, that patient stickers were found blurred.